Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a right lower video-assisted thoracoscopic surgery lobectomy, there was delayed staple line leak resulting in pneumothorax and massive subcutaneous emphysema, swelling began around the chest tube site, then spread to neck, eyes, back, breasts, and bilateral arms related to the handle and five reloads. CT guided chest tube placement was done and pain medications prescribed. There was patient hospitalization for three days. There was a patient injury.